Event description:
It was reported that the subject device exhibited an error e216. This issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to corrosion on endoscope connector, e216 scope communication occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.